Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9676, serial/batch number (B)(6), was received for investigation. Visual evaluation revealed heavy scratches around the od at the distal end of the device. Similar, lighter scratches lines were observed at the proximal end, near the shoulder of the instrument. Scratches were observed along the shaft. Both devices arrive separately for investigation. Functional test with the returned matting part ar-9597-20 found resistance when trying to fit inside. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 11/17/2022, it was reported by a sales representative via sems that a ar-623-31 tibial guide, and a ar-9676 drive shaft are binding together. This occurred during a case, with no patient effect reported. Additional information provided on 01/06/2023, it was reported that a ar-9597-20 angled reamer sleeve is binding together with the ar-9676 drive shaft.